Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic for a follow up visit, lead noise artifact, low, out of range, low voltage lead impedance and insulation abrasion issue was observed on the ra lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable.